Event description:
It was reported that the patient was seen in clinic on (B)(6) 2017. Upon interrogation, the right ventricular lead exhibited no capture and decreased sensing. Capture threshold and sensitivity measurements deteriorated since (B)(6) 2017 and the patient started monthly follow-ups. On (B)(6) 2017, the physician attempted lead extraction which was unsuccessful; the lead was capped and replaced. The patient was in stable condition before, during, and after the procedure.